Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited noise. The noise could be reproduced with arm movement. The physician decided to monitor the patient. The patient was stable.